Manufacturer narrative:
Additional information has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Status post left proximal femur subtrochanteric fracture, x-rays revealed a broken lcp posterolateral proximal femur plate and non-union. The head of the plate broke above the shaft. The plate was removed and pt was revised to a nail.